Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the pump was requesting that she rewind and she received numerous pump errors. The blood glucose level was unknown at the time of the incident. The troubleshooting was performed for multiple pump error. The customer stated that they are not able to rewind the pump. The customer was advised to discontinue the use of a pump and revert to the backup plan. The pump being returned for analysis.

Manufacturer narrative:
The insulin pump power up properly after battery installation. Unit received with operating currents within specification. The insulin pump passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No pump error noted. However, the insulin pump was received with corroded electronic assemblies and corroded motor home switch.